Event description:
It was reported to vyaire medical problems with the vela ventilator where vent giving vent inop (inoperable) and xdcr (transducer) fault alarm. There is no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective main control pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.